Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported failure. The ccc was installed and tested on an in-house system where the component functioned as expected. However, the tower monitor could not show full display on the screen and the tower power button would not stop blinking blue with a message of insufflator disabled. The system was not be able to programmed. The robot was connecting but never completed. Unit was installed into test bench and powered on with a power supply. Unit was connected to a pc and identified the tegra module was visible. This unit was confirmed to be bricked. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system would not power on. They said the cc board was bad again. The console was not powering on, the robot arms were amber, and the tower had no display. They tried an emergency power off (epo) and power cycling the entire system without the blue fiber cables connected, the tower was the only component that was still not powering on normally in stand alone mode. The procedure was aborted with no patient involvement.